Manufacturer narrative:
The insulin pump was unable to prime during prime test alarm test and motor error alarm duringbasic occlusion test due to faulty force sensor. Motor tested ok. Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 161 mg/dl. Troubleshooting was performed. The device was returned for analysis.